Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1500 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch " ultrasound guided IV in the upper r arm of the patient. The IV has an internal guidewire, the tip of the guidewire was caught in subcutaneous tissues and sheared off the IV, remaining in the patient's arm."